Manufacturer narrative:
This is a final report. An investigation is in process.

Event description:
This medwatch report is being filed due to an increase in customer complaints for pt hemoglobin result inaccuracies. When using the cell-dyn 3200 system with the cd 22 calibrators and controls, the cd 22 calibrator hemoglobin recovery values vary more than expected across the operating temperature range of 15-30 degrees centigrade and the cd 22 control hemoglobin values may not recover within the mean recovery range for the operating temperature range of 15-30 degrees centigrade. A recall was issued november 09, 2006. Abbott has not received any reports of adverse events related to this issue.